Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in hospital for a left heart catheterization. The patient went into ventricular fibrillation (vf) and the physician and hospital staff worked on the patient for forty minutes and could not get patient out of the arrhythmia and the patient was unable to be resuscitated. Post mortem, a device interrogation was completed and oversensing noise was noted on the right ventricular (rv) lead. It was thought this noise could have been caused by cardiopulmonary resuscitation (CPR) that was being done to revive the patient, but could not be determined for certain.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.